Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy. It was reported that the patient was in the emergency room and needed an MRI, but they were not sure if it was whole body or head only. The caller indicated that they had tried to connect the handset and communicator to the implant, but had been having trouble. The caller could not say what they were seeing on the screen. The agent helped the caller connect to the implant and activated MRI mode. The caller noted that the last time they discussed this with the healthcare provider, the therapy was at 3.4 and now it was at 2.6. They did not know how that happened. The agent asked when they thought it happened and they did not know but stated that they were doing fine.